Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing defect (grease application). High friction due to components interaction. Surface not smooth. Poor/lack of suction. Clogged shaver blade preventing fluid suction and cooling. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was found that the inner shaft was hot enough to cause deformation of the proximal plastic hub.

Event description:
It was found that the inner shaft was hot enough to cause deformation of the proximal plastic hub.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.